Event description:
Invalid result (s). Called in because he purchased 4 flowflex kits and no results displayed. No c or t line appeared. He followed the directions exactly and dispensed the sample into the s well. The desiccant pack was present inside the test cassette pouches. The kits were purchased at cvs. Pictures provided.

Manufacturer narrative:
Batch records for final product manufacture and qc records for cov2020160, cov2030007, and cov2010061 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020160, cov2030007 and cov2010061 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Called in because he purchased 4 flowflex kits and no results displayed. No c or t line appeared. He followed the directions exactly and dispensed the sample into the s well. The desiccant pack was present inside the test cassette pouches. The kits were purchased at cvs. Pictures provided.